Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported "device migration, implant malposition". This record is for the right side. Device was explanted and replace, and is unknown if it will be returned.